Event description:
The following has been reported: no patient harm, happened during training prior to site go live. Pump alarmed during training causing biomed concern. Preliminary review of logs show that the issue is a temporary mechanical hardware failure (vr coupler). Further investigation was performed of the log findings and the issue itself. The resistor knob coupled successfully. As it tried to move to the closed position, it resulted in the move being too large and taking too long. The movement exceeded the move timeout threshold, triggering a fail-stop pump-problem alarm. Since the move duration exceeds the threshold, safety management treats the condition as a motor failure, resulting in a pump-problem alarm. This causes an unnecessary delay; the faulty motor motion was not due to an electromechanical failure of the motor. The issue was found to be due to a software anomaly. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024 fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.